Event description:
The customer reported that the 9800 system displayed a saturation fault error message. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the snubber assembly, the filament driver circuit board, the generator driver circuit board and aligned the generator. The system was tested and operates as intended.